Event description:
Caller reported air bubbles in the infusion set tubing between the t:lock and patient, observed during pumping. Impact on the customer¿s blood glucose level is unknown, as the caller declined to provide specific information. Customer technical support informed the caller that the champagne-sized bubbles should not affect blood glucose levels, and a new box of infusion sets was sent to the caller.